Manufacturer narrative:
Other, other text: additional information: b3: only the month (B)(6) and year (2020) of the event date are known. B5: the product problem did not cause or contribute to any patient injury.

Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. There was a check syringe plunger sensor error in the device's history log. The device was tested using the syringe test and also using a biomed diagnostic monitor. The error was duplicated. The left and right plunger cases were damaged. Damage was also found on plunger head. The flippers get stuck when the plunger lever gets activated. This issue is a result of the customer's physical damage to the device. Beyond device repair, no further action will be taken on this issue.

Event description:
Information was received indicating that the medfusion 3500 displayed a check syringe plunger sensor issue. There were no adverse events reported.